Manufacturer narrative:
D8 and e1 have been corrected.

Manufacturer narrative:
No abnormalities were found in the results of the endoscopy. It is presumed that the stomach was injured and began to bleed due to contact with the distal end of the endoscope, as the physician had been searching for the target site under transilluminator light for an extended period. The UDI# listed in d4 is the UDI# for the country where the event occurred, and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
During percutaneous endoscopic gastrostomy, bleeding occurred in the stomach and was stopped using 6 to 8 clips.